Event description:
It was reported that during an unknown procedure, during the gastric tip preparation the blue load failed in the staple closing and the stomach remained open. The same problem occurred in the second attempt. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what type of procedure was the device used in? What area of the stomach was the device being fired on? What area of the staple line were the staples not closed properly (one or both sides of the knife, proximal, distal, etc.)? How was the tissue repaired? On which firings did this event occur (1st, 2nd, 8th, etc.)? Was the device fired across or near an existing staple line or clip? Was buttressing material utilized? If so, which product? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Manufacturer narrative:
(B)(4). Additional information: batch # l53759. The analysis results found that the ats45 device was received in good visual condition and with two 6r45b cartridges present. The returned reloads were partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.